Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they were visited emergency room for high blood glucose level and diabetic ketoacidosis on (B)(6) 2020 with 765mg/dl blood glucose value. The customer was treated with intravenous fluid. Customer did not report symptoms related high blood glucose level. Customer was delivering multiple boluses trying to get her blood glucose to go down. It was unknown whether the customer was using auto mode or not. Troubleshooting was declined by the customer for high blood glucose. The insulin pump will not be returned for analysis.